Event description:
When contacted by beckman coulter inc. (Bec) per (B)(4) procedures, a customer reported that their laboratory obtained a non-reproducible false positive troponin (accutni) result for one (1) patient, generated by an access 2 immunoassay analyzer. The erroneous result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was collected in a lithium heparin gel barrier tube. Sample was aliquoted and re-spun prior to re-testing. The customer has a repeat protocol for any first time troponin I results that are greater than 0.50 ng/ml. Customer stated they have had no recent qc or hardware issues. System check and calibration data were not supplied by the customer. Service was not dispatched as customer was not questioning instrument performance. No clear root cause could be determined for this event.